Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "deflation". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.